Manufacturer narrative:
(B)(4)

Event description:
It was reported that inappropriate auto mode switching due to competitive atrial pacing was observed. Patient was asymptomatic. Programming changes were made. Patient will continue to be followed normally.